Event description:
Ous MDR - a notification message was received, via home monitoring, about increased shock lead impedance up to 1000 ohm and many inappropriate shocks due to noise. No dates were provided. The lead was explanted and returned for analysis.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The visual inspection showed a damaged insulation at the is-1 connector. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. The analysis did not reveal any sign of a material or manufacturing problem.